Event description:
The surgeon reports that after performing surgery with the implantation of the crystalens hd500 on (B)(6) 2011, the pt did not achieve the target refraction. The lens was then explanted on (B)(6) 2011 and another lens of 17.50 diopter power was successfully implanted. The pt is doing well. Add'l info was requested but has not been received.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found a gouge and tear starting on the leading haptic plate and continuing throughout the optic. Scratches were also observed in zone one of the optic. Functional testing could not be performed on the returned product due to the returned condition of the lens. Optical measurements were performed on a retention sample from the same lot and found to be within specs. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the info available, the root cause of the event cannot be determined.